Event description:
Three falsely elevated troponin I results were obtained. The results were reported to the physicians. One patient was transferred to an alternate facility for cardiac catherization. Upon arrival at the other facility, a troponin I test was performed and the result was negative. Cardiac catherization was not performed. Patients were repeated on an alternate analyzer at the original facility and amended reports were issued.it is unknown if treatment of any patient was alatered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the probable cause for the falsely elevated troponin I results was contamination of the instrument. The fse decontaminated the system.the instrument is now performing within specifications.no further evaluation of the device is required.